Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 23 mm trifecta valve was implanted on (B)(6) 2015 in a (B)(6) female. The patient presented with severe aortic stenosis post-implant and required a valve-in-valve procedure with a 26 mm medtronic evolut r corevalve on (B)(6) 2016. The patient was in stable condition.